Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an alert for high out of range shock lead impedance measurement of 125 ohms. Technical services (ts) recommended to continue to monitor the patient, however the patient would need to be seen in clinic to allow for any future alerts to be seen. This device remains in service. No adverse patient effects were reported.